Manufacturer narrative:
Follow-up information received on 07-apr-2014 from consumer: the consumer's concurrent conditions included hypothyroidism from past 20 years. Concomitant medication included synthroid. There was no relevant medical history. The consumer states she felt a lot better after hysterectomy and essure removal, but she still had headaches and fatigue. She mentioned that the doctor who performed the hysterectomy and essure removal had no experience with the device - he tried to cut the fallopian tube but he was hitting the metal. He had ordered CT (computerized tomography) scan to make sure all fragments were out (results not provided). Follow-up information received on 22-apr-2014: after three follow-up attempts, no response has been received. Case closed. Follow up information received on 13-jul-2016: legal claim was received for this consumer; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2010; after being implanted with essure, she suffered from severe and permanent injuries. Follow up information received on 16-nov-2016 from consumer via social media: she reported experiencing rashes all over her body and bleeding about 25 days of the month. She also said she experienced hemorrhaging, severe stabbing pain, hot flashes, dizzy spells where she would be sweating and passing out. Follow up identified on 18-nov-2016: duplicated information already received on 16-nov-2016. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping/stabbing pain (seen as abdominal pain), severe bleeding / hemorrhaging (seen as genital bleeding) and stated that she should be passing out. A hysterectomy was performed. Her tubes and essure were removed. Abdominal pain and genital bleeding are anticipated events in the reference safety information for essure. In this case, it was reported that she experienced these events about a year and a half after essure insertion. Based on this information and its nature, a causal relationship with suspect insert cannot be excluded. Passing out is unanticipated in the reference safety information for essure. Loss of consciousness can be caused due to vasovagal reaction, dehydration, low blood sugar, a seizure, cardiac arrhythmias, mechanical abnormalities of the heart such as obstruction of a valve or even due to a panic attack. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event passing out was considered unrelated. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to product technical complaint, there is no reason to suspect quality defect. Upon receipt of follow-up, this case became legal. Therefore, further information will be obtained through the litigation process.

Event description:
A consumer had essure inserted and started to have many side effects which she believed were related to a nickle allergy. She was not told prior to insertion that essure contained nickel. She experienced pain, cramping, severe bleeding, cysts, infections, headaches, dizziness, painful intercourse, fogginess, bleeding after intercourse, rashes, bloating, weight gain and adenomyosis. Her symptoms started showing up around a year and a half after the insertion and progressively got worse until they became unbearable. She had a hysterectomy and her tubes were also removed in order to remove essure.